Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the procedure was being performed on a female pt in her (B)(6) in the emergency room. The clinician reported they were inserting the catheter into the pt's left internal jugular. They were unable to thread the spring sire guide through the arrow raulerson syringe. At which time everything was removed and they found the spring wire guide was kinked. A second kit was opened. See MDR 1036844-2014-00332 for the second event with the same pt.